Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, a cartridge leaked. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged cartridge leaking issue could not be verified as the cartridge was not returned.